Manufacturer narrative:
Due to character limit, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump fails pneumattic module test. This was identified prior to use, there was no patient involvement and no injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) fails patient interface module test and field manifold test. There was no patient involved.